Manufacturer narrative:
This event was previously reported via alternative summary report (exemption number e2014015) on june 14, 2019. This report is intended to be a follow-up report to submit additional information that has been received.

Event description:
According to the available information the patient experienced severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Additional information received further reported recurrent vaginal prolapse with enterocele, vaginal repair of enterocele under general anesthesia, fecal incontinence, atrophic vaginitis, eroded vaginal mesh on palpitation, and vaginal drainage. Additional information received also reported that on the following dates the patient had experienced or was experiencing the following symptoms: (B)(6) 2010 - recurrent vaginal prolapse/enterocele/rectocele. Axis dermis was used for enterocele/posterior repair, bilateral sacrospinous ligament suspension with polyester pulley sutures, avitene application, enterocele excision, vaginal mucosa trimming, perineorrhaphy, examination under anesthesia, rectal examination. (B)(6) 2017 - pelvic organ prolapse, fecal incontinence, abdominal pain. (B)(6) 2017 - unknown product erosion. In-office cystoscopy found no mesh visualized. (B)(6) 2017 - vaginal drainage, palpable unknown product erosion, recurrent vaginal prolapse. Partial excision (central area) of axis dermis used for vaginal colpopexy/enterocele repair, bilateral sacrospinous ligament suspension with pulley sutures, vaginal mucosa trimming, paravaginal repair, arista application, cystoscopy. Intraoperative findings: urethral caruncle, vaginal atrophy, areas of firmness to right and proximal to eroded axis dermis, recurrent rectocele.